Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected high right atrial (ra) lead and right ventricular (rv) lead impedances causing oversensing of the minute ventilation (mv) sensor on the rv lead. The mv sensor was programmed off. Boston scientific technical services (ts) recommended troubleshooting the high impedance condition of both leads. No adverse patient conditions were reported. The device remains in service.